Event description:
It was reported that the 0-3 captured mostly the right side. Impedance of electrode 1 was over 10,000 ohms. They were able to program around it. The patient liked group b, the rest which was double guarded cathode 3-7. The group covered all of the patient¿s areas of pain which were the low back and down both legs. The patient reported all areas of pain were being hit and no areas of pain were missed. The patient was doing fine at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 389033, lot# j0519488v, implanted: (B)(6) 2005, product type: lead. (B)(4).